Event description:
Sheath being used for ureteral dilation broke apart when surgeon peeled away the sheath leaving part of the sheath in the ureter and part in the bladder. This piece of sheath was removed via cystoscopy. No adverse consequence to pt. Physician felt problem was operator error, not product defect.